Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) has not been returned for analysis, therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information during the implant of a transcatheter bioprosthetic valve, a transfemoral approach was used and part of left femoral artery was noted to be narrow (5 mm lumen diameter). There was no difficulty reported while inserting or advancing the delivery catheter system (dcs) into the artery without a sheath. Eight days following the implant of the valve, pain in the left leg was reported. A femoral artery duplex revealed occlusion of the femoral artery possibly due to the delivery catheter system (dcs). A left common femoral (cfa) artery repair with left iliac thrombectomy was performed eight days post-implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: vascular and access site complications such as occlusions are listed in the device IFU as potential adverse effects, and can occur during any percutaneous intervention. These events are typically related to patient factors (comorbidities, calcification, vessel size, etc.), and/or procedural effects (sheath used, user technique, closure device, etc.); in this case, the diameter of the patient's vessels, which were noted to be narrow (5 mm), may have contributed to this event, but a definitive root cause cannot be determined with the information provided. The device instructions for use (IFU) states, "patients must present with transarterial access vessels with diameters that are either =5 mm when using model enveor". There was no information to suggest a device quality deficiency related to this event. If information is provided in the future, a supplemental report will be issued.